Event description:
It was reported that the customer was hospitalized due to hypoglycemia with a blood glucose reading of 64 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported. Advised the caller to have the customer monitor the insulin pump and called back as needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.